Manufacturer narrative:
Block a4: patient weight: 85.2 kg. Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that trip wire was secured in the handle slot and it was partially rolled in the handle assembly when received. However, it was found that the trip wire was kinked at the proximal section. The suture was broken with one section was attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. Additionally, there were five bands attached on the ligator head, but some bands were moved out their positions, confirming the deployment failure. The suture hole was in good condition and no damages were observed while some ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the speedband device failed to deploy elastic bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event and the patient was discharged.

Manufacturer narrative:
Patient weight: (B)(6) kg. The complainant was unable to report the upn and lot number, therefore, the manufacture date and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speed band superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the speedband device failed to deploy elastic bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event, and the patient was discharged.